Manufacturer narrative:
The event of capsular contracture baker grade is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade unknown. Reoperation has not been scheduled at this time.

Event description:
Patient reported a capsular contracture on the left side. The following patient reported event has been deemed not device related: "on the same side a lymph knot in the neck area is swollen. Affected side is left. The status of the device is not known.